Event description:
It was reported the pt wasn't receiving relief from his scs system anymore. It was noted the pt was having difficulty sleeping and falls frequently. There has also been a decline in the pt's pre-existing condition. F/u pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.